Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided information to reset the pump and assisted the caller with the reset process.